Event description:
The customer stated that the tip of the preface sheath detached during use with a navistar thermocool catheter and that the tip was retrieved along with the catheter.

Manufacturer narrative:
IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer." Product notification had already been sent to the customer regarding the stop shipment action. (B)(4).